Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It is reported that there was an equipment failure alarm and mechanical ventilation was not possible. No patients were injured.

Event description:
It is reported that there was an equipment failure alarm and mechanical ventilation was not possible. No patients were injured.

Manufacturer narrative:
It is reported that there is a malfunction with the mechanical ventilation equipment. No patients were injured. The user facility did not involve the local dräger s&s organization into any follow-up measures. The ufr was the only source of information, the person named in the ufr was contacted by dräger but was not able to provide additional details. The reason for this is that the possible potential factors for the reported equipment failure may include: improper use and maintenance, component aging, etc., of course, the product itself may also be the cause. However, due to the lack of available information, it is impossible to further determine the cause of the failure. It is recommended that customer contact professionally trained draeger service engineer to refer to the relevant specifications in the IFU to inspect the device and perform preventive maintenance.